Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00, 22.0 diopter intraocular lens (iol) was explanted. There was no product quality issue. The event may have been due to patient anatomy. The lens was removed as the patient had 1.5 diopters of residual cylinder after surgery. There was no incision enlargement, no sutures, no vitrectomy reported, and no patient post-op injury. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/23/2019. Device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received; visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. It can be seen that the product is being cut in. No anomalies were found. Manufacturing record review: the manufacturing process record was evaluated the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.